Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the passage of the steel wire through the patient's sternum for osteosynthesis, the tip of the needle had broken off and fallen into the patient. The tip of the needle was found. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was done to retrieve the broken piece? For example, another incision, or second surgery? No other surgery procedure was performed. Retrieval directly in the patient. Was there any additional tissue damage as a result of searching for the needle piece? No because no additional surgery procedure performed. Were there any patient consequences? No. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/4/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: what was done to retrieve the broken piece? For example, another incision, or second surgery? No other surgery procedure was performed. Retrieval directly in the patient. Was there any additional tissue damage as a result of searching for the needle piece? No because no additional surgery procedure performed. Were there any patient consequences? No. There were no consequences for the patient following this incident because the tip of the needle which had fallen into the patient was found and could therefore be removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.